Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for follow up visit, an alert for non-sustained rv oversensing issue was observed. It was suspected that this was an atrioventricular nodal reentrant tachycardia with intermittent sensing and undersensing of ventricular events during atrial pacing due to the atrial sensor being on. Programming changes were made. Patient was stable.